Manufacturer narrative:
Investigation of this event is currently in process. The devices subject of the reported event will be returned to steris montgomery for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that staff members are injuring themselves (obtaining cuts) when removing the shroudguard column protectors from the surgical tables for cleaning. It is unknown whether medical treatment was sought or administered.

Manufacturer narrative:
The shroudguard column protectors subject of the reported event were returned to steris for evaluation. The evaluation revealed that the protectors were bent and damaged which likely contributed to the reported event. The cause of the observed damage could not be determined. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.